Manufacturer narrative:
It was originally reported that system was shutting itself off; but it was later discovered that the issue occurred during set up of the device. There was no patient involvement. After receipt of the follow up information, this event was reassessed and determined to be not MDR reportable. However, an initial MDR has already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device is available for return to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to use on the patient, the breast biopsy system was turning itself off. There was no reported patient contact.